Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarming no disposable is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a no disposable alarm numerous times. Device was reset after removed disposable, but alarm persists. The resvol is 10.1ml. No adverse patient effects were reported by the customer.